Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after advancing the powerflex pro in place and expanding the balloon, the balloon burst at six atmospheres. There were no reported patient injuries. The device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The contrast to saline ratio was 1:1. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon inflated normally. The balloon catheter removed easily and intact. The target lesion was the superficial femoral artery. There was little vessel tortuosity. There was sixty percent vessel stenosis. The device was not used for chronic total occlusion (cto). The procedure was completed by using another balloon.

Manufacturer narrative:
As reported, after advancing the 10x40mm 135cm powerflex pro percutaneous transluminal angioplasty (pta) catheter in place and expanding the balloon, the balloon burst at six atmospheres. There were no reported patient injuries. The device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The contrast to saline ratio was 1:1. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon inflated normally. The balloon catheter removed easily and intact. The target lesion was the superficial femoral artery. There was little vessel tortuosity. There was sixty percent vessel stenosis. The device was not used for chronic total occlusion (cto). The procedure was completed by using another balloon. A non-sterile powerflexpro 10mm4cm 135 was received coiled inside of a clear plastic bag. Product was unpacked to do a first visual inspection without any optical magnifying device. The balloon was received not inflated and it was observed saturated in the interior with an unknown substance. Residues of this same substance were found at the wire lumen port and at the inflation port of the hub. No other damages or anomalies were observed on the balloon nor on the rest of the device. A functional test was performed by attaching the inflator/deflator device to the hub. Balloon inflation test was done applying pressure with the inflator/deflator device until the manometer reached the nominal pressure of eight atmospheres (atm). The balloon did not inflate as expected. Pressure was increased until the manometer reached the rated burst pressure of twelve atm. At this condition, the balloon still would not inflate. A device history record (DHR) review of lot 17710350 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ was not confirmed through analysis of the returned device since the leak test could not be performed and no damages were noted to the balloon. However, the guidewire lumen, inflation hub and balloon were obstructed with an unknown substance. Since the residue found at the two hub ports are similar to the unknown substance found inside of the balloon, this suggests that that the same liquid found in the balloon was injected in the wire lumen. Product engineering team (pet) investigation was performed and concluded that the obstruction/substance is not related to the manufacturing process. Based on the information available for review, procedural/handling factors may have contributed to the issue reported as a burst condition could not be confirmed. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. Purge the air from the inflation device. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium. Caution: do not apply positive or negative pressure to the balloon at this time.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken at this time. Corrected data: (date device returned to manufacturer).